Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) neopuff infant resuscitator was not returned for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the manometer was broken. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff"

Event description:
A distributor in italy reported that the manometer of a rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(4) reported that the manometer of a rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.